Manufacturer narrative:
Concomitant medical products: 305c27 tissue valve, implanted: (B)(6) 2006, 310c31 tissue valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure the right ventricular (rv) lead¿s thresholds were high, the sensed r-waves dropped, and impedance had dropped. A rv lead revision was done and the rv lead remains in use. No patient complications have been reported as a result of this event.